Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the up and down arrow buttons were harder to press. It was also reported that insulin pump rejected new batteries also received battery failed alarm and the threading inside of insulin pump where the battery cap goes were starting to strip. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.